Manufacturer narrative:
The maquet representative was unable to duplicate the error on (B)(6) 2013 and stated that the autofill code in alarm log was consistent with extender hose missing on balloon circuit. The maquet representative performed full calibration and the functional testing and safety checks met factory specifications. The customer informed that the cause for "autofill failure" alarm was attributed to the extender hose not being connected with the iabp on (B)(6) 2013. Internal file: (B)(4) .

Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated an "autofill failure" alarm. The patient was switched to another iabp and therapy was continued. No patient injury was reported.